Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the pump touch screen was unresponsive during set up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 roller pump became unresponsive during set-up. There was no patient involvement. The clinical engineering department for the hospital was dispatched. The touch screen was dismantled and cleaned thoroughly in (B)(4) 2015 to remove suspected spillage. No further problems have been reported. A review of the DHR identified two deviations relevant to the reported failure. Corrective actions were already implemented at that time. A CAPA for this type of issue has already been implemented as corrective action, and two change orders have been implemented as corrections. Evaluated on site by clinical eng.